Event description:
Circle c catheter developed a hole in the venous extension leg. Interventional radiologist that explanted the device discarded it at the time of explant. The catalog/lot number of the device in question is unknown, was discarded at the time of implant. No further details are available.